Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department, the malfunction was observed and the analog board was replaced. The device was recertified and returned to the customer. The analog board was returned to zoll medical corporation, united states. The malfunction was attributed to a faulty solder joint on a connector on the analog board. Its important to note the device is 10 + years of age with no similar reports prior. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department, the malfunction was observed and the analog board was replaced. The device was recertified and returned to the customer. The analog board was returned to zoll medical corporation, united states. The malfunction was attributed to a faulty solder joint on a connector on the analog board. Its important to note the device is 10 + years of age with no similar reports prior. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device using the same electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.